Event description:
--

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) implanted with another manufacturer's implantable defibrillation lead, exhibited noise. The noise was oversensed resulting in a 2.5 second pause in pacing. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received from the local field representative that the physician felt that the noise was a result of diaphragmatic oversensing. Programming changes were made and the physician plans to continue monitoring the device/lead system. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received ten months later that noise was continued to be observed on another manufacturer's implantable defibrillation lead. Tachycardia therapy was programmed off and the patient was fitted with a life vest pending further evaluation of the lead. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.